Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered bubbles in the lytic reagent tubing near solenoid, lv9. The fse replaced lv9 resolving the issue. (B)(4).

Event description:
On (B)(6) 2014, the customer reported hemoglobin parameter failed during the startup process when using the coulter act diff analyzer. There was no report of erroneous test results for patient samples associated with this event. There was no death, injury or affect to user or patient treatment.